Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Component issue. When I attempted to do a covid-19 antigen test with a flowflex test kit, the ampoule with the test solution had very little fluid in it. After swirling the nasal swab in the test tube, there was almost no fluid remaining. I was unable to get a single drop from the test tube to the test strip, much less the four drops called for in the test protocol. I returned the product to the (B)(6) from which I had purchased it. They gave me a new test kit which worked well, unfortunately confirming the test result of positive which I had gotten from an expired test kit that I had earlier acquired for free but had not used before the updated expiration date. (Mw5159224).